Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. Visual examination of the staple cartridge noted that the reload had a full complement of staples. The proximal end of the reload was broken from the device. Due to the noted damage no functional testing was performed on the reload. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the damaged reload adapter may occur due to over flexure of the reload while attached to the instrument. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a roux en y gastric bypass, there was a problem unloading the device and it was not able to fire. There was no patient injury.